Event description:
It was reported that the patient was revised due to loss of reduction at the fracture site. The surgeon suspects that the patient fell causing the plate to fall. The sales rep stated that the plate was not broken.

Manufacturer narrative:
Device was retained by the hospital. If additional information becomes available it will be reported on a supplemental report. (B)(4).